Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic hernia procedure, the device fired malformed staples. No further information is available. Another like device was used to complete the procedure. There was no patient consequence.